Event description:
Issue with it unraveling and being stuck-vagina foreign body in reproductive tract tampon unraveling device breakage. Case narrative: consumer reported via social media that the tampon unraveled and became stuck. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.